Manufacturer narrative:
Continuation of concomitant products: dtba1d1 crt-d, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the left ventricular (lv) lead, which is connected to the cardiac resynchronization therapy defibrillator (crt-d), disconnected and was surgically reconnected. The device and lead remain in use. No patient complications have been reported as a result of this event.